Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had air bubbles in the reservoir which were sized between of 1-2 millimeters and 2 centimeters long. Customer states that they performed high pressure test and not able to rewind test. Customer's blood glucose was unknown. The reservoir will be returned for analysis.